Event description:
End user fell in the bath tub while using the unit and suffered some minor bruising. The unit collapsed causing her to fall into the tub while under supervision of her caregiver. She sought no medical attention because the caregiver was there to help, but she is sore and bruised. No additional information is available. The tightening mechanism split.